Event description:
A fracture was observed on the lead. The lead was replaced. No further information ia available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.